Event description:
It was reported that several episodes of oversensing were observed. Review of the stored episodes revealed that the ventricular sense/pace channel showed intermittent noise on either side of the qrs wave. The noise could not be reproduced. The sense/pace portion of the lead was capped and replaced. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.